Event description:
A customer reported experiencing a past high blood glucose event with the level displayed as "high," though the specific value was unknown. Cause was not known. The customer resolved the issue by changing the infusion set and cartridge and was advised by technical support to consult with a healthcare professional to discuss factors affecting blood glucose levels. The customer acknowledged the recommendation and declined further assistance.